Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The customer informed the remote service engineer (rse) of the issue. The rse advised the customer to perform the following troubleshooting steps in this order: listen for audible sound from the speakers, verify that the speakers are connected, verify that the braided wires are not touching the speaker housing, verify the resistance of each speaker, replace speaker #1 (motor controller (mc) printed circuit board assembly (pcba)), replace speaker #2 (power management (pm) pcba), replace the central processing unit (cpu) pcba. The customer stated that the device was removed from service and no part were being replaced. The customer then called the rse back and asked how to connect speaker #1 to the mc pcba, because it was disconnected. The rse instructed the customer to take out the mc pcba, because the connection to the speaker is underneath. The customer reconnected speaker #1 to the mc pcba, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.